Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The customer states the pump fell off and the screen broke. The customer's blood glucose level was 197mg/dl. The mother states the pump screen was blank and there were cracks on the up arrow and b button. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass also, unable to confirm blank display and unable to perform any tests due to lcd physical damage. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on the display window and minor scratches on the display window noted.